Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to her normal readings. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at an unclear time. The patient reportedly obtained a blood glucose result of "354 mg/dl" with the subject meter. The patient denied testing her blood glucose with another device. The patient manages her diabetes with insulin (sliding scale). According to the csr's documentation, at an unspecified time later the patient administered her insulin (dosage not specified) based on the reported blood glucose result and subsequently, developed symptoms of shaking and dizziness approximately two hours later. The patient administered self-treatment by consuming food and/or drink at 7:07pm (on (B)(6) 2011). At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement (mg/dl). Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.